Event description:
As reported, after using a 6f/7f mynxgrip vascular closure device (vcd), swelling and bleeding were observed at the puncture site. There was no reported injury to the patient. Additional information as requested but was not provided, and the device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2106001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Medical device problem of "failure to achieve hemostasis".

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, after using a 6f/7f mynxgrip vascular closure device (vcd), swelling and bleeding were observed at the puncture site. There was no reported injury to the patient. Additional information as requested but was not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant, advancer tube and procedure sheath were not returned with the device. The device was returned in the condition of a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, the device was returned without the sealant and advancer tube which matched the intended use mynxgrip instructions for use (IFU). Therefore, no functional test was performed on the device. A product history record (phr) review of lot f2106001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ failure to achieve hemostasis¿ and ¿swelling¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Without the return of the sealant and advancer tube a complete physical evaluation could not be performed. Swelling is a known potential complication and listed in the products IFU as such. Swelling is an abnormal raise at or near the access site as a result of fluid accumulation that is not associated with an infection or an occlusion. Swelling resulting from invasive procedures are a well-known potential adverse event and can be related to many factors. Due to the penetrating injury to the vessel during initial puncture, sheath insertion, delivery of multiple devices and closure of the site, an inflammatory reaction that results in swelling is possible. In most cases, swelling with no sign of an infection or an occlusion after a vascular closure device deployment requires no medical treatment and resolves on its own. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.